Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 3.8mm didn¿t penetrate the aorta wall. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The cutter device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Sign of blood was observed on the cutter. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The cutter was in a deployed state with the actuation button approximately 1 inch inside the tool. No visual deformities were observed. Based upon the received condition of the device, the reported failure mode ¿failure to cut¿ was not confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, aortic cutter 3.8mm didn¿t penetrate the aorta wall. A replacement device was used to complete the procedure. The hospital did not report any patient effects.